Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The drive gas check valve was cleaned to resolved the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient involvement.